Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 31 mg/dl at the time. The customer reported that she ran a self test and it passed. The customer declined troubleshooting for low blood glucose. The customer's other blood glucose level was 42 mg/dl. The insulin pump will not be returned for analysis.